Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned cut into two segments. External insulation abrasion was found at 12.0-13.1cm from the distal tip electrode, consistent with lead friction to another device. The etfe coating was abraded at the same location.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. The lead was explanted.